Event description:
Boston scientific received information that the patient reported that the leads had dislodged. It is unknown which specific leads had dislodged. The patient reported there was a revision procedure performed in which the leads "kept popping out". It is unknown if the leads were explanted or repositioned. Attempts to obtain this information have been made but were unsuccessful. Additional information was also reported that the patient had a blood clot in the arm. There were no adverse patient effects associated with the lead dislodgement allegation.

Manufacturer narrative:
Our records currently indicate that these leads remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.